Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with cracked case at the display window corners and reservoir tube. The unit was received with minor scratched lcd window. The device delivered properly during testing. No unexpected insulin pump stopping with out alarming half way through a bolus delivery anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that the patient's insulin pump malfunctioned while giving a bolus. The patient's blood glucose level at the time is unknown. Troubleshooting was conducted. Device is being returned. No further information available.